Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 392 mg/dl with polydypsia, polyuria, and nausea associated with an inaccurate delivery issue. It was reported that the patient discontinued pump therapy, but did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. It was reported that the patient¿s healthcare provider made recent changes to their basal rate. This complaint is being reported because the patient allegedly experienced hyperglycemia due to an inaccurate delivery issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.